Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There was ventricular non-sustained tachycardia at 210 ms on (B)(4) 2011 and a ventricular fibrillation of 140 ms average v-cycle on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's ventricular lead showed a decrease of impedance over time, along with some oversensing that caused double counting of the r waves and/or t waves. Sensing integrity counts had also increased by one per day over the last six months. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.